Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right ventricular leadless pacemaker (vlp) was mapped in two locations with suboptimal electrical values. The physician removed the vlp, did counterclockwise clicks from the catheter handle, and brought the vlp back into the junction to recross the valve but then noticed that the helix was sticking out of the protective sleeve. The vlp was removed and replaced. The patient was in stable condition.